Event description:
It was reported that pt had tlif using peek device/infuse bone graft supplemented with posterior fixation. Approx 9-10 weeks post op, pt complained of buttock pain and pain down lower leg to calf. Tests showed a "large epidural hematoma/seroma like collection off the cage extending posterior and deviating the nerve." Wbc and sed rate were normal. On an unk date, a revision surgery was performed to drain the fluid. Post-procedure, the pt's symptoms resolved. It is unk if the infuse bone graft contributed to the reported event, but we are filling this MDR out of an abundance of caution.